Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon burst. During a percutaneous angioplasty (pta) within a 70% stenosis in the superficial femoral artery (sfa) via the crossover technique, the balloon burst at 4 atm, below rate of burst pressure. This balloon catheter was removed from the patient's vessel without any difficulty. An opta pro balloon catheter was used to complete the procedure. There was no adverse consequence to the patient. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.